Event description:
A report was received that the patients ipg was protruding out of the skin with part of the ipg exposed. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1160 ((B)(4)). Device evaluation indicated that the ipg passed all tests performed. Sc-2317-50 ((B)(4)). Device evaluation indicated that the leads were cut, and five electrodes were missing from the distal tip. Damage to the device was similar to the typical explant damage and was not considered a failure. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4318 ((B)(4)). Device evaluation indicated that the clik-x revealed no anomalies.

Manufacturer narrative:
Model number / catalog number: sc-2317-50, serial number: (B)(4), batch / lot number: 20153353 / 5056988, model / catalog description: infinion cx lead kit, 50 cm. Model number/catalog number: sc-4318, serial number: n/a, batch / lot number: 2000019141, model / catalog description: clik x anchor sterile kit.

Event description:
A report was received that the patients ipg was protruding out of the skin with part of the ipg exposed. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the missing electrodes were removed from the patients body.

Event description:
A report was received that the patients ipg was protruding out of the skin with part of the ipg exposed. The patient underwent an explant procedure.